Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 120 mg/dl at the time of the report. Troubleshooting was performed. The time on the insulin pump was 13 hours off. The caller was assisted with programming the correct time into the insulin pump. The customer was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.